Event description:
It was reported that the intraocular lens (iol) split in half while inserting into patient's operative eye. No other information was provided.

Manufacturer narrative:
Unknown/not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. The device was not returned for evaluation. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However; to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: the surgeon was dr. Gabriela r. De boer and the lens was partially inserted into patient's operative eye. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 23, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received with a bent haptic. The lens was cleaned and, a tear on the optic body was identified. No further issues were identified with the lens. The complaint issue of dc-iol torn was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.